Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code (B)(4) relates to the patient code (B)(4) for the reported event of sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used on a scope during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed of the common bile duct on (B)(6) 2016. According to the complainant, during the procedure. The sponge detached and blocked the working channel of the scope while advancing the snare device. The scope was removed and the procedure was completed with a second rx locking device, snare and scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.